Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/01//2014).the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on 06/20/2014 with the following findings: the usb cable and ac adaptor involved with this complaint have passed all testing with no faults found. The reported issue could not be confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.